Event description:
The account stated they generated a high wbc result with no resistant rbc flag on a pt specimen when processing on the cd sapphire. Initially, the specimen tested wbc=253, 000 (no units of measurement given) and a resistant rbc flag. The specimen was repeated in cbc r model generating wbc=30,700 and 31,000 and 28,800 with no resistant rbc flag. The patient was measured on the cd3700 with wic=8,960/woc=13,400 and a resistant rbc flag. The pt tested dc1800 wbc=9,300. The cd sapphire results were not reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
(Investigation is pending). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.